Manufacturer narrative:
The reporter's test strip and meters were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant glucose results when testing a patient with accuchek inform ii meter serial numbers (B)(4). At 9:01 a.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 36 mg/dl. At 9:02 a.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 52 mg/dl. At 9:06 a.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 96 mg/dl.